Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 error code 132.3000. 8015 sn: (B)(4) customer wanted to know why is the 8015 is giving him this error code. I explain to the customer that the tamper switch in the back is stuck. Once the tamper switch gets stuck it will give this error code. I also explain to the biomed that he may need to change the tamper switch to correct this error code. The customer said ok and ended the call.